Event description:
Per customer, states joystick was replaced on recall, order (B)(4), (B)(6) 2013. Customer states not when they push forward the chair takes off really fast, and the same with left and right they have to be all the way in one direction and the chair takes off very fast. Dealer was not with the chair to troubleshoot. Advised could be joystick again but would like to troubleshoot further.